Manufacturer narrative:
E1 establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported flex deflectable videoscopes adhesive was chipped at the distal end. The issue was found during reprocessing. There was no patient injury reported.